Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included headache, hypertension, uti, colitis and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping) and essure confirmation test: no added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there are bilateral essure devices seen but the right device not seen in its entirety") and pelvic pain ("severe pelvic pain/pain/pelvic area") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort and dizziness. (B)(6) 2017: possible pregnancy-tested at home and it was positive. (B)(6) 2017: pregnancy test today negative. Concurrent conditions included adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope and bleeding urinary tract. Concomitant products included aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disoder/condition type:anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 5 years 1 month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/pschiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/pschiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinarytract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain") and abdominal pain ("abdominal pain"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain and urinary tract infection outcome was unknown and the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2008: 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis. Clinical indication: abdominal pain and bloody diarrhea.. Computerised tomogram head - on (B)(6) 2006: impression: unremarkable and unchanged. Clinicai. Indication: headache.. Nuclear magnetic resonance imaging - on (B)(6) 2017: impression: adenomyosis, essure coils is place, grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst. Clinical indication: chronic pelvic pain. Dysmenorrhea. Menorrhagia. Essure in situ. Evaluate for adenomyosis pelvic and perineal pain; other chronic pain; dysmenorrhea, unspecified; frequency of micturition. Interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm .. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position. Junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis. Cervix: there are prominent nabothian cysts. Pathology test - on (B)(6) 2018: a. Endometrium, biopsy: - rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood. - scant benign endocervical epithelium.. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Bilateral essure devices. 2. Normal-sized ovaries. 3. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011, the endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen but the right device not seen in its entirety right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary. Cul -de-sac/peritoneum: there is no pelvic fluid.. Most recent follow-up information incorporated above includes: on 8-apr-2019: fup 4 and fup 5 processed together. Medical record received. Case become incident.there are bilateral essure devices seen but the right device not seen in its entirety was added. New reporters, concomitant conditions, concomitant drugs and lab data added. On 9-apr-2019: pfs received- event "urinary tract infection" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are bilateral essure devices seen but the right device not seen in its entirety') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort, dizziness and uterine bleeding. (B)(6) 2017: possible pregnancy-tested at home and it was positive. (B)(6) 2017: pregnancy test today negative. Concurrent conditions included adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope, urogenital bleeding, pharyngitis and menstruation frequent. Concomitant products included aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disoder/condition type:anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 5 years 1 month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/pschiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/pschiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinarytract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain, urinary tract infection, fatigue and vaginal infection outcome was unknown and the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2008: 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis. Clinical indication: abdominal pain and bloody diarrhea.. Computerised tomogram head - on (B)(6) 2006: impression: unremarkable and unchanged. Clinicai. Indication: headache. Magnetic resonance imaging - on (B)(6) 2017: impression: adenomyosis, essure coils is place, grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst. Clinical indication: chronic pelvic pain. Dysmenorrhea. Menorrhagia. Essure in situ. Evaluate for adenomyosis pelvic and perineal pain; other chronic pain; dysmenorrhea, unspecified; frequency of micturition. Interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm .. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position. Junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis. Cervix: there are prominent nabothian cysts. Pathology test - on (B)(6) 2018: a. Endometrium, biopsy: - rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood. - scant benign endocervical epithelium. Ultrasound pelvis - on (B)(6) 2019: impression: bilateral essure devices. Normal-sized ovaries. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011, the endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen but the right device not seen in its entirety right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary. Cul -de-sac/peritoneum: there is no pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2014: left ovary is slightly prominent due to the presence of a 3.3 cm cyst. The right ovary is normal in size and contains a 1.8 cm cyst or dominant follicle (previously seen large right ovarian cysts have resolved or decreased in size). 80th ovaries demonstrate vascular flow. Endometrial stripe thickness is within normal range for secretory phase of the menstrual cycle.; on (B)(6) 2018: evaluation of endometrium is limited as patient is actively bleeding. Recommend repeat pelvic ultrasound once patient stops bleeding 3-7 days after menstrual period. Exophytic soft tissue mass adjacent to the posterior fundus, measuring up to 1.6 cm, which likely representing a subserosal myoma. Further evaluation with nonemergent dedicated MRI of the pelvis may be obtained. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection, alopecia, menorrhagia, anemia, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. On 6-aug-2020: medical records received. Lab data was added. On 11-aug-2020: medical records received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are bilateral essure devices seen but the right device not seen in its entirety') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort, dizziness, abnormal uterine bleeding and menorrhagia. (B)(6) 2017: possible pregnancy-tested at home and it was positive. (B)(6) 2017: pregnancy test today negative. Concurrent conditions included adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope, urogenital bleeding, pharyngitis and menstruation frequent. Concomitant products included aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disoder/condition type:anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 5 years 1 month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("depression/pschiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/pschiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinarytract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have a pregnancy with contraceptive device ("possible pregnancy: tested at home and it was positive"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain, urinary tract infection, fatigue, vaginal infection and pregnancy with contraceptive device outcome was unknown and the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2008: 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis. Clinical indication: abdominal pain and bloody diarrhea.. Computerised tomogram head - on b)(6) 2006: impression: unremarkable and unchanged. Clinicai. Indication: headache.. Magnetic resonance imaging - on (B)(6) 2017: impression: adenomyosis, essure coils is place, grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst. Clinical indication: chronic pelvic pain. Dysmenorrhea. Menorrhagia. Essure in situ. Evaluate for adenomyosis pelvic and perineal pain; other chronic pain; dysmenorrhea, unspecified; frequency of micturition. Interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm .. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position. Junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis. Cervix: there are prominent nabothian cysts. Pathology test - on (B)(6) 2018: a. Endometrium, biopsy: rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood. Scant benign endocervical epithelium.. Ultrasound pelvis - on (B)(6) 2019: impression: bilateral essure devices. Normal-sized ovaries. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011, the endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen but the right device not seen in its entirety right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary. Cul -de-sac/peritoneum: there is no pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2014: left ovary is slightly prominent due to the presence of a 3.3 cm cyst. The right ovary is normal in size and contains a 1.8 cm cyst or dominant follicle (previously seen large right ovarian cysts have resolved or decreased in size). 80th ovaries demonstrate vascular flow. Endometrial stripe thickness is within normal range for secretory phase of the menstrual cycle.; on (B)(6) 2018: evaluation of endometrium is limited as patient is actively bleeding. Recommend repeat pelvic ultrasound once patient stops bleeding 3-7 days after menstrual period. Exophytic soft tissue mass adjacent to the posterior fundus, measuring up to 1.6 cm, which likely representing a subserosal myoma. Further evaluation with nonemergent dedicated MRI of the pelvis may be obtained.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection, alopecia, menorrhagia, anemia, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information, medical history added. Events: possible pregnancy: tested at home and it was positive, device ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('there are bilateral essure devices seen, but the right device not seen in its entirety'). In a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test? No". And device ineffective "device ineffective". The patient's medical history included: headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort, dizziness, abnormal uterine bleeding and menorrhagia. (B)(6) 2017, possible pregnancy, tested at home and it was positive. On (B)(6) 2017, pregnancy test today, negative. Concurrent conditions included: adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope, urogenital bleeding, pharyngitis and menstruation frequent. Concomitant products included: aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), (B)(6) years (B)(6) month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("depression/psychiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/psychiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"). And vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). And was found to have a pregnancy with contraceptive device ("possible pregnancy: tested at home and it was positive"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain, urinary tract infection, fatigue, vaginal infection and pregnancy with contraceptive device outcome was unknown. And the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available); computerised tomogram abdomen: on (B)(6) 2008, 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis; clinical indication: abdominal pain and bloody diarrhea; computerised tomogram head: on (B)(6) 2006, impression: unremarkable and unchanged. Clinical. Indication: headache; magnetic resonance imaging: on (B)(6) 2017, impression: adenomyosis, essure coils is place grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst; clinical indication: chronic pelvic pain, dysmenorrhea, menorrhagia, essure in situ. Evaluate for adenomyosis pelvic and perineal pain: other chronic pain, dysmenorrhea, unspecified; frequency of micturition; interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position; junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis; cervix: there are prominent nabothian cysts; pathology test: on (B)(6) 2018, a. Endometrium, biopsy: rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood, scant benign endocervical epithelium; ultrasound pelvis: on (B)(6) 2019, impression: bilateral essure devices. Normal-sized ovaries. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011. The endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen, but the right device not seen in its entirety; right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary; cul -de-sac/peritoneum: there is no pelvic fluid; ultrasound scan vagina: on (B)(6) 2014, left ovary is slightly prominent, due to the presence of a 3.3 cm cyst. The right ovary is normal in size. And contains a 1.8 cm cyst or dominant follicle (previously seen large right ovarian cysts have resolved or decreased in size). 80th ovaries demonstrate vascular flow. Endometrial stripe thickness is within normal range for secretory phase of the menstrual cycle; on (B)(6) 2018, evaluation of endometrium is limited, as patient is actively bleeding. Recommend repeat pelvic ultrasound once patient stops bleeding, (B)(6) days after menstrual period. Exophytic soft tissue mass adjacent to the posterior fundus, measuring up to 1.6 cm. Which likely,y representing a subserosal myoma. Further evaluation with nonemergent dedicated MRI of the pelvis may be obtained. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: headache, urinary tract infection, alopecia, menorrhagia, anemia, migraine. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are bilateral essure devices seen but the right device not seen in its entirety') and pelvic pain ('severe pelvic pain/pain/pelvic area') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort and dizziness. (B)(6) 2017: possible pregnancy-tested at home and it was positive. (B)(6) 2017: pregnancy test today negative. Concurrent conditions included adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope and urogenital bleeding. Concomitant products included aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disoder/condition type:anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 5 years 1 month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/pschiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/pschiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinarytract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain, urinary tract infection and fatigue outcome was unknown and the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2008: 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis. Clinical indication: abdominal pain and bloody diarrhea.. Computerised tomogram head - on (B)(6) 2006: impression: unremarkable and unchanged. Clinicai. Indication: headache.. Magnetic resonance imaging - on (B)(6) 2017: impression: adenomyosis, essure coils is place, grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst. Clinical indication: chronic pelvic pain. Dysmenorrhea. Menorrhagia. Essure in situ. Evaluate for adenomyosis pelvic and perineal pain; other chronic pain; dysmenorrhea, unspecified; frequency of micturition. Interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm .. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position. Junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis. Cervix: there are prominent nabothian cysts. Pathology test - on (B)(6) 2018: a. Endometrium, biopsy: - rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood. - scant benign endocervical epithelium.. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Bilateral essure devices. 2. Normal-sized ovaries. 3. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011, the endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen but the right device not seen in its entirety right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary. Cul -de-sac/peritoneum: there is no pelvic fluid.. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event added- fatigue. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are bilateral essure devices seen but the right device not seen in its entirety') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included headache, hypertension, uti, colitis, dysfunctional uterine bleeding, pyelonephritis, renal calculi, flank pain, dysuria, bleeding genital, pelvic discomfort, dizziness and uterine bleeding. (B)(6) 2017: possible pregnancy-tested at home and it was positive. On (B)(6) 2017: pregnancy test today negative. Concurrent conditions included adenomyosis, vaginitis, vulvovaginitis, abdominal cramps, bloody diarrhea, lower abdominal tenderness, vomiting, colitis, colonoscopy, polymenorrhoea, prolonged menses, dysfunctional uterine bleeding, migraine, herpes simplex, urinary tract disorder, constipation, adenomyosis, perineal pain, nabothian cyst, fever, cough, earache, sore throat, iron deficiency, alopecia, itchy scalp, anemia from chronic blood loss, seborrhoeic dermatitis, rubber sensitivity, itching, penicillin allergy, rash, syncope, urogenital bleeding, pharyngitis and menstruation frequent. Concomitant products included aciclovir sodium (acyclovir alpharma), ammonium lactate, benzonatate, famotidine, ferrous sulfate, ketoconazole since (B)(6) 2017, loratadine, nifedipine since (B)(6) 2017, paracetamol (acetaminophen) and salbutamol (albuterol hfa) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced anaemia ("anemia/ blood or heart disorder/condition type:anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 5 years 1 month after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/pschiatric problems-condition: depression and mental anguish "), anxiety ("mental anguish/pschiatric problems-condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("urinary frequency"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (ortho micronor-28). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pollakiuria, anaemia, dyspareunia, alopecia, back pain, abdominal pain, urinary tract infection, fatigue and vaginal infection outcome was unknown and the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and dysmenorrhoea had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2008: 1) diffusely thick-walled segment of transverse colon and left colon, consistent with colitis. Clinical indication: abdominal pain and bloody diarrhea.. Computerised tomogram head - on (B)(6) 2006: impression: unremarkable and unchanged. Clinicai. Indication: headache.. Magnetic resonance imaging - on (B)(6) 2017: impression: adenomyosis, essure coils is place, grossly in appropriate position. Unremarkable right ovary. The left ovary contains a simple appearing 2.5 x 3.7 cm simple cyst. Clinical indication: chronic pelvic pain. Dysmenorrhea. Menorrhagia. Essure in situ. Evaluate for adenomyosis pelvic and perineal pain; other chronic pain; dysmenorrhea, unspecified; frequency of micturition. Interpretation: uterus: the uterus is retroverted measuring 9.3 x 5.1 x 5 cm .. There are essure coils in place creating susceptibility artifact. These appear grossly in satisfactory position. Junctional zone: the junctional zone is thickened measuring up to 1.4 cm anteriorly compatible with adenomyosis. Cervix: there are prominent nabothian cysts. Pathology test - on (B)(6) 2018: a. Endometrium, biopsy: - rare fragments of endometrial tissue with tubal epithelial metaplasia and stromal collapse amidst blood. - scant benign endocervical epithelium.. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Bilateral essure devices. 2. Normal-sized ovaries. 3. Heterogeneous uterus consistent with known adenomyosis. The uterus is retroflexed. There is uterine heterogeneity consistent with known adenomyosis as seen on pelvic MRI from (B)(6) 2011, the endometrial echo complex measures 6 (mm) in thickness. Nabothian cysts are present measuring up to 1.7 cm. There are bilateral essure devices seen but the right device not seen in its entirety right adnexum: the right ovary measures 2.7 (cm) x 1.3 (cm) x 1.5 (cm). The ovary contains a dominant follicle measuring up to 1.8 cm. Doppler flow is demonstrated within the ovary. Left adnexum: the left ovary measures 2.8 (cm) x 1.7 (cm) x 2.3 (cm). Doppler flow is demonstrated within the ovary. Cul -de-sac/peritoneum: there is no pelvic fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection, alopecia, menorrhagia, anemia, migraine. Most recent follow-up information incorporated above includes: on 8-jul-2020: pfs received- new event infection (bladder/ urinary tract/vaginal) type: vaginal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal of essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.